Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate iileft ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 6 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was hospitalized for a gastrointestinal bleed which was the result of arteriovenous malformations (avms). 5 avm's, 2 clipped, 3 cauterized (B)(6) 2019 to stop ongoing bleeding and on (B)(6) 2019, 4 additional avms were clipped. Patient was put on octreocide and protonix but taken off acetylsalicylic acid, danazol, and octreocide due to ongoing bleeding and put on digoxin. No additional information received.